Event description:
Pt developed tension pneumothorax which resulted from a clogged heimlich chest drain. Hosp report indicates that valve was stuck closed by fibrous material which had exuded from pt through the chest tube. The heimlich valve was removed and the pt was connected to suction.